Manufacturer narrative:
No product has been returned for evaluation as no product malfunction was alleged. Even though root cause cannot be confirmed, patient condition and/or surgical procedure may have contributed to event. Device still in-situ.

Event description:
On (B)(6) 2020 a patient underwent a spinal procedure. As per reporter patient went into cardiac arrest at the conclusion of the procedure. The patient returned to sinus rhythm with CPR, defibrillation and epinephrine. CT chest was negative for pulmonary edema and cardiac catheterization was negative. Patient observed in ICU.